Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a foreign material was found on the optic when implanted the iol into the patient's eye. It was 2-3 mm long, transparent and filamentous, and he/she thought it might be the rest of the cortex. The foreign material was removed with irrigation/ aspiration, and the surgery was completed. The sample is not available as it still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).